Event description:
The customer reported that this device would not function and the surgical case was cancelled until a loaner unit could be obtained.

Manufacturer narrative:
No medwatch form was received from the user facility. All sections on this form were completed by the manufacturer. Investigation results: the device was received for evaluation. The customer's reported problem that the unit would not function was confirmed. Further investigation found that the gas filter was dirty and the gas heater would not function. In addition, the release valve operated intermittently. Conmed linvatec records shows no repair history for this unit which was involved in year 2001. The customer was contacted with this information.